Event description:
It was reported that pump experienced malfunction alarm identified as malf 0, with no notable events occurring before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, customer was instructed to continue using pump and to call back if malfunction returned, and caller acknowledged instructions.